Manufacturer narrative:
(B)(4). Concomitant medical products: 00879000525 61811350 u-joint shaft 3.5 mm hex. 2662365-50 exact reamer handle. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, both reamer handles broke along with a screwdriver shaft. It was reported the patient had very hard bone. No adverse events have been reported as a result of this malfunction. Additional information on the reported event is unavailable

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.